Event description:
Note the patient has three leads implanted from two lot numbers. Device 2 of 2. Reference MFR report #1627487-2012-12734. It was reported the sjm representative was programming the patient for the first time following implant and patient experienced unintended stimulation. X-rays revealed one lead had flipped over and one lead had migrated. The physician removed the leads and implanted a paddle lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.